Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline opened poorly and failed to resheath. The patient was undergoing surgery for treatment of an unruptured aneurysm of the left posterior communicating artery. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was good. It was reported that upon trying to deploy the device, it was found that it was not opening uniformly/it was opening unevenly. When they tried to resheath, the device could not be resheathed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
H3: product analysis: as found condition: the pushwire was returned inside a biohazard bag and a shipping box. The braid and catheter were not returned with the pushwire. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed as the pushwire was returned without the braid and catheter. No damage was found with the pushwire. Possible causes of failure to open include vessel tortuosity and the user deploying the braid in the vessel bend. However, the customer reported that vessel tortuosity was minimal and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Possible cause of resistance includes the lack of continuous flush with heparinized saline during procedure. The root cause of the failure to open and resistance could not be determined. Since the braid and catheter were not returned, any contribution of the braid and catheter to the reported issues could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was undergoing treatment of an aneurysm of the left posterior communicating artery that was 16mm length and dome width was 10mm. The neck diameter of 4mm. The landing zone was 9mm distally and 7.5mm proximally. It was clarified that the pipeline failed to resheath into the catheter. The procedure was completed by changing the device to a competitor's device. It was reported that no area/section of the pipeline opened. The pipeline was not placed in a vessel bend when it failed to open and even the straight part failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the failure to resheath and failure to open was not determined. The resistance occurred halfway through attempted deployment the pipeline did not open up properly. No damage to both the push wire or catheter was noted.